Event description:
It was reported that during a gastric bypass, the device blade broke, but did not fall into the pt. Another device was used to complete the case. There was no adverse consequence to the patient.

Manufacturer narrative:
(B) (4). (B) (4). Info anticipated, but unavailable at this time.